Manufacturer narrative:
Height adjustment racks.

Event description:
It was reported by service report that the height adjustment racks were bent, which could affect the raising/lowering and locking functions of the cot; and one of the base frame lift tubes was bent, causing the cot to lean to a side. The customer reported that they did not know if there was any patient involvement, however, no adverse consequences were reported.